Manufacturer narrative:
Follow-up # 1. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the lay user/patient contacted lifescan (lfs) alleging that their onetouch ping meter had a power issue - meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue started at an unknown time "3 weeks ago." The patient manages his diabetes with a combination of medications including humalog for self-adjusting and humalog for insulin pump therapy. The reporter stated that the patient did not take any action in response to their regular diabetes management regimen routine as a result of the product issue. The reporter claimed that "a couple of hours" after the alleged power issue began the patient developed symptoms of "sweaty and thirsty." The reporter stated that on (B)(6) 2015 the patient self-treated with three and a half units of humalog insulin. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the meter was using alkaline batteries and did not need replaced. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition the alleged product issue was not resolved during troubleshooting.